Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the evaluation found a b30 error; this was due to the printed circuit board failure. The connector was also found to be worn out. These evaluation findings required repair.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the evaluation found a b30 error; this was due to the printed circuit board failure. There was no patient or procedural involvement in this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.